Manufacturer narrative:
This MDR was submitted on 02.14.20 and a receipt/acknowledgement was received from FDA. However this MDR did not show when a check of the maude database was done on october 21, 2020. Help desk was contacted and vilex was told to resubmit the MDR. Below is the information that was submitted on 02.14.20. On october 28, 2019 account manager contacted vilex in regards to an avid plate (aldnc36-7u) and locking screw (asl35-22t) failure. After multiple unsuccessful attempts to gain more information regarding the complaint ((B)(4)), the complaint was closed on 01.08.20. On january 21, 2020, vilex received the plate and screw from the account manager. A new complaint was opened ((B)(4)). The account manager reported that the screw did not lock into the plate instead it passed through the hole in the plate. The plate consists of four holes. The account manager is unsure as to which hole the screw passed through. Doctor removed the screws that were implanted in the plate, removed the plate, selected a new plate and implanted the screws. Account manager reports there was no impact to the patient. Vilex is unsure if there was a delay in surgery. On january 30, 2020, vilex's quality department inspected the plate and screw. Quality assurance manager notice that the screw head showed signs of being engaged with the plate. He tested the screw in each of the holes tightening as far as possible using the instrumentation (driver and handle) which would have been used in during surgery. By using normal pressure he was unable to pass the screw through any of the holes. A review of prior complaints, non-conformances and capas resulted in no records found regarding the plate and screw listed above. A review of prior complaints, non-conformances and capas resulted in no records found regarding the issue listed above. These devices are only marketed in the us. No additional notification are to be made to other countries or jurisdictions.

Event description:
Complaint involves an avid plate and locking screw. The locking screw did not lock into the plate. The screw was driven through the plate.